Event description:
It was reported by the rep that the one tlc55 device was used during a hemicolectomy procedure. It was reported that there was premature lockout on the first firing of the tlc55. The surgeon and hospital requested that another device of the same lot number be removed from the shelf. The case was completed with another device and with no pt consequence. The failed instrument is being returned but the hospital would like the other two replaced also. The operating room time was extended by five minutes.